Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (misaligned with moisture) issue. Reportedly, there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/03/2017 with the following findings: on examination, the display was not observed to be misaligned as alleged. There was visible moisture confirmed in the display however. Unrelated to the original complaint, the pump case was noted to be cracked at the top right corner of the display. Leak testing confirmed moisture leakage at the site of the crack. The pump was opened for further investigation and revealed moisture damage to the printed circuit board. (B)(4).